Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have cramps that feel deeper down inside my pelvic area'), menorrhagia ('excessive bleeding') and abortion spontaneous ('my worst episode made the 1 miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("yes, no pain during sex but I hurt afterwards") and haemoptysis ("coughed up blood clot") and was found to have a pregnancy with contraceptive device ("my worst episode made the 1 miscarriage"). The patient was treated with surgery (she had essure removed). At the time of the report, the pelvic pain, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, dyspareunia and haemoptysis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, haemoptysis, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. On (B)(6) 2013, she implanted essure. On (B)(6) 2014, she explanted essure. Events menorrhagia and pelvic pain female was updated to serious events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.